Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were some episodes of oversensing noted on the right ventricular (rv) lead most likely due to the dislodgement of the rv lead that was confirmed with imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.